Event description:
It was reported that a patient went to the doctor about three or four weeks prior to the report because she wasn¿t feeling stimulation and had a return of symptoms. She met with a manufacturer representative who told her that the device was not working and the machine wasn¿t on. The manufacturer representative turned it back on and it was working fine for about a week. The implantable neurostimulator (ins) was controlling her symptoms and she was feeling stimulation, but after a week she wasn¿t feeling stimulation and her symptoms gradually returned. The patient thought stimulation had been turned off again and she wasn¿t sure how the ins was being turned off because she wasn¿t turning it off. There were no falls or trauma. The day of the report the patient tried to check the ins, but the programmer wouldn¿t turn on or power up. The anomaly appeared to have occurred through product use. She put in new batteries and still nothing was coming up on the programmer. The patient tried two different brands of batteries and they weren¿t working. The patient hadn¿t dropped the programmer or gotten it wet. The next day the patient received a new programmer and it worked. She thought the batteries in her old programmer were in the wrong way because when she tried repositioning the batteries the old programmer worked. The old programmer was returned to the manufacturer. Analysis of the programmer showed no significant anomaly. No interventions or outcome were reported regarding the patient¿s loss of stimulation and return of symptoms. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0e0wn, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was later reported that patient need reprogramming. The patient had been having trouble with her old patient programmer and the new one was sent that needed to be bonded with the neurostimulator. The patient new programmer was bonded to the neurostimulator and was noted that patient was getting excellent response with all the programs at low voltage. It was noted patient was doing fairly well.